Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regulatory body via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for parkinson's disease. It was reported that there was an event of a nosocomial infection of (B)(6) at the implant site. This was identified sometime between (B)(6) 2017 and (B)(6) 2018. The event was investigated and there was no major defect of practice highlighted. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3389-28, lot# va1glnu, implanted: (B)(6) 2017, product type: lead; product ID?: 3389-28, lot# va1gjfy, implanted: (B)(6) 2017, product type: lead. Corrected implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389-28, lot# va1glnu, implanted: (B)(6) 2017, product type: lead; product ID: 3389-28, lot# va1gjfy, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.